Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for prevent pregnancy: iud nos from 2006 to 2012. Concurrent conditions included hot flashes, urinary frequency, anxiety, sleep problem, suicidal ideation, homicidal ideation, bruising, lymphadenopathy and thromboembolism. Concomitant products included oral contraceptive nos from 2012 to 2013 for contraception. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced hormone level abnormal ("hormonal value changes"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion ("essure and uterus") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated it well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2016 patient had vaginal ultrasound resulted in both essure coils are visualized. The left essure coil appears to be lower in the uterus and the edge of the coil is in the endometrium the endometrium appears appropriate for mid cycle the ovaries appear unremarkable and a dominant follicle is seen on the right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received, reporter added, lot number added, event added as: hormonal changes describe, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, device dislocation was replaced with migration of essure device location of device: uterus, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), event perforation nos was replaced to perforation (fallopian tube(s)). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for prevent pregnancy: iud nos from 2006 to 2012. Concurrent conditions included hot flashes, urinary frequency, anxiety, sleep problem, suicidal ideation, homicidal ideation, bruising, lymphadenopathy and thromboembolism. Concomitant products included oral contraceptive nos from 2012 to 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced hormone level abnormal ("hormonal value changes"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion ("essure and uterus") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression and dyspareunia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated it well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2016 patient had vaginal ultrasound resulted in both essure coils are visualized. The left essure coil appears to be lower in the uterus and the edge of the coil is in the endometrium the endometrium appears appropriate for mid cycle the ovaries appear unremarkable and a dominant follicle is seen on the right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for prevent pregnancy: iud nos from 2006 to 2012. Concurrent conditions included hot flashes, urinary frequency, anxiety, sleep problem, suicidal ideation, homicidal ideation, bruising, lymphadenopathy and thromboembolism. Concomitant products included oral contraceptive nos from 2012 to 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal value changes"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion ("essure and uterusmigration of essure device location of device: uterus/ left side migration of essure"), menstruation irregular ("irregular cycle"), migraine ("migraine headache"), endometriosis ("endometriosis"), anxiety ("anxiety"), fatigue ("fatigue") and menometrorrhagia ("irregular cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, dyspareunia, migraine, endometriosis, anxiety, fatigue and menometrorrhagia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated it well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016 patient had vaginal ultrasound resulted in both essure coils are visualized. The left essure coil appears to be lower in the uterus and the edge of the coil is in the endometrium the endometrium appears appropriate for mid cycle the ovaries appear unremarkable and a dominant follicle is seen on the right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Event: migraine headaches, endometriosis, anxiety, were added. Fu 3 and fu 4 processed together. On 11-dec-2019: social media received. Event: fatigue, irregular cycle were added. Fu 3 and fu 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle") and pelvic pain ("pelvic pain / pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device dislocation, menstruation irregular, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.